Manufacturer narrative:
The customer originally called our customer service department to return some cube pessaries. The return goods notice from the customer included with the returned cube pessaries stated the pessaries caused infection. The customer was contacted to obtain additional info. The customer indicated the physician did not instruct the pt or pts involved to remove the cube pessary, clean and reinsert the pessary as indicated in the fitting instructions. The fitting instructions states the cube pessary does not have an area for drainage. Pts must be instructed on how to remove, clean and reinsert the pessary. The customer returned six unused cube pessaries.

Event description:
Customer returned cube pessaries with a notation indicating the pessaries caused infections.